Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. The patient has a history of documented recurrent ventricular tachycardia and it has been decided that the best approach to managing the situation would be to replace the patient's ICD per the medical doctors history and physical.